Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation the device was found to be in back up vvi mode. The device was successfully downloaded and restored. The rep reported that after the restore noise was observed on the ventricular channel which resolved itself and could not be reproduced. The device was later explanted and replaced. The patient is in good condition.